Event description:
It was reported that the skull clamp has too much movement. There was pt contact but no pt injury or death was alleged. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.